Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed the peeling of the adhesive from the forceps channel. A definitive root cause for this issue was not established. However, it is probable that the issue occurred due to stress from the repeated/long term use of the device. It is also probable that issue occurred due to mishandling of the device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, service found the coating of the insertion section was peeling due to deterioration. The reported event (adhesive peeling from forceps channel) was not confirmed. In addition, the forceps plug was crushed due to physical stress, the insertion section was crushed due to physical stress, angulation was insufficient due to elongation of the angle wire, the adhesive on the bending section cover was chipped, there was evidence of fluid invasion in the body control unit and the up/down plate. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
An olympus employee reported that the adhesive from the forceps channel plug on the scope was peeling. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the coating of the insertion section was peeling. This report is being submitted for the malfunction found during evaluation (peeling coating). There was no harm or user injury reported due to the event.